Event description:
Information was received from a family member/friend of the patient who was implanted with a neurostimulator for spinal pain. A family member/friend of the patient reported that the patient had a loss of stimulation; the implant was turned up to 9 and the patient felt no stimulation. It was noted that the patient felt stimulation slightly when twisting at the hips and that he had hit the implant while trying to sit down in a chair a couple of days ago. Additional information was received via the manufacturer representative from the patient and also from the health care provider that reported stimulation stopped working on (B)(6) 2016. All impedances were checked and were above 10,000 ohms and an x-ray was ordered of the abdomen. On (B)(6) 2016, the patient went to sit down and landed/hurt right on the implantable neurostimulator area. The results of the x-ray showed that the leads were intact, but the patient was pending exploratory surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.